Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump also passed tone check and vibrate check during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 23-dec-2023 in the pump history file. 12/23/2023 11:38:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 12/23/2023 13:06:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 12/23/2023 13:10:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 12/23/2023 13:30:38.000 normalbolusdelivered systemtime = 12/23/2023 13:30:38.000 normalbolusamountprogrammed = 2 bolusamountdelivered = 2 12/23/2023 14:38:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8 bolusamountdelivered = 8 12/23/2023 14:52:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 12/23/2023 16:30:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9 bolusamountdelivered = 9 12/23/2023 16:55:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3 bolusamountdelivered = 3 12/23/2023 19:22:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.5 bolusamountdelivered = 7.5 please see below for the daily total of all insulin delivered on the event date 23-dec-2023 in the pump history file. 12/24/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 12/23/2023 00:00:00.000 dailytotalofallinsulindelivered = 90.05 dailytotalofbasalinsulindelivered = 44.55 dailytotalofbolusinsulindelivered = 45.5 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-dec-2023 in the pump history file. 12/23/2023 09:13:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 12/23/2023 09:30:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) the pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor 1 alert (780) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged low bgs. No audio/vibrate/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the blood glucose value was unknown at the time of event. Troubleshooting was performed and it was reported customer didn't received an alert before low and the alarm didn't worked the customer was hospitalized for low blood glucose and customer reported hospitalization/emergency medical treatment was required due to any blood glucose value event and was verified that pump was utilized within 48 hours of the event along with unknown active automode feature. It was also reported with absence of audio insulin pump beep also reported and heard beeps when audio volume settings were saved. No further patient complications were reported. The customer will discontinue to use the pump and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.